Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that an off-label mitraclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 4 with history of heart failure. After clip deployment, the clip came off the septal leaflet during. It was noted that imaging was difficult. Another clip was implanted to stabilize the slda with no reported issue, reducing tr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation (single leaflet device attachment (slda)) could not be determined. The reported imaging resolution poor was difficult visualizing the clip during the procedure due to the image quality. The reported off-label use was due to the user performing the mitraclip procedure on the tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.